Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was 400 mg/dl. Customer current blood glucose was 323 mg/dl. Customer stated that the infusion set had a bent cannula when removed. The insulin pump will not be returned for analysis.